Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information indicates that replacement has been postponed by the physician and the battery voltage will be re-evaluated at the end of the 28 day timeframe. This pattern of evaluation will continue until the revision is able to be completed.